Manufacturer narrative:
The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 01/13/2016.

Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing additive with the incident lot was observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that a bd microtainer® tube with bd microgard¿ closure had clotting due to missing additive. Eleven of the twenty two samples appeared to contain no additive. The other remaining samples appeared to contain little to no additive. No serious injury or medical intervention reported.